Event description:
Catheter sheared at mid-catheter and was carried into pulmonary artery. The port and proximal catheter were removed. Attempts to retrieve distal catheter were unsuccessful. Follow-up is planned.